Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
. It was reported that in-stent restenosis (isr) and angina occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the proximal left anterior descending (lad) artery with 99% stenosis and was 15mm long with a reference vessel diameter of 2.8mm. The lesion was treated with pre-dilatation and placement of 2.75mm x 20.0mm promus element plus stent, following which residual stenosis was 0%. One day post procedure, the patient was discharged on aspiring and clopidogrel. In (B)(6) 2013, coronary angiography was performed and revealed 60% stenosis at the proximal lad (isr of study stent), 60% stenosis at the end of the stent. In (B)(6) 2014, the patient was presented due to angina and was hospitalized on the same day. Two days from admission, the patient was treated with 3-vessel coronary artery bypass graft (CABG), including left internal thoracic artery (lita) to lad and saphenous vein graft to obtuse marginal 1 (non-target vessel revascularization). Seven days post procedure, the event was considered as resolved and the patient was discharged.